Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy, the device produced consecutive scissored clips in the middle of the case. There was no patient consequence.